Manufacturer narrative:
This lead was capped and surgically abandoned. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a device replacement procedure difficulty was experienced removing the right atrial (ra) lead and the right ventricular (rv) lead from this implantable cardioverter defibrillator (ICD). Both leads were damaged while attempting to remove them from the device header. The rv lead was capped and successfully replaced. The ra lead was also capped, however a vein could not be accessed and the lead was not replaced. A new device was successfully implanted with the ra port plugged. No adverse patient effects were reported.